Event description:
During clipping of a polypectomy site, a cook disposable hemostasis clip was used. The clip was deployed and everything went well. Then they noticed that the drive wire was sticking out of the end of the device. It was determined that the drive wire broke from the handle. The procedure had been successfully completed. No section of the device had to be removed from the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation and conclusions: the product was received for evaluation on (B)(4) 2012 and the investigation is ongoing at this time. Upon completion of the investigation, a follow-up medwatch report will be provided. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.